Event description:
Went to dilate patient esophagus and the dilator syringe tip burst off of the dilator syringe. Pt not harmed, dilator syringe switched out and able to proceed with dilation. FDA safety report ID # (B)(4).